Manufacturer narrative:
Per tandem user guide, "always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, customer did not follow proper load instructions and did not remove the air from the cartridge prior to filling with insulin. A supply change was performed to address the issue and insulin delivery was resumed. There was no reported adverse impact to the customer¿s blood glucose level.